Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 223017300 was returned and analyzed. Visual inspection of the shaft segment area showed that shaft was kinked approximately 2 inches from the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter tested out of specification per the manufacturers investigation.